Manufacturer narrative:
There is no indication of any system or component failure and no evidence of any component migration. The medial and lateral leads provided relief at the location they were placed, however were insufficient to cover all of the patient's pain areas. Explant of the system was in preparation for revision of the knee replacement.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain after a previous knee replacement surgery. Reprogramming of the nalu system was performed multiple times, however the patient was unable to achieve the desired level of pain relief. More specifically, the patient reported good relief on the medial and lateral sides of the joint, but inadequate relief immediately behind the patella. The patient consulted with the orthopedic surgeon who performed the initial knee replacement and was advised to revise the joint replacement. On (B)(6) 2024 the nalu system was explanted in preparation for the upcoming orthopedic surgery.